Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Torn/split/cracked (possibly cut) optic, light scratches, and additional lens damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a cartridge with a handpiece and an unapproved viscoelastic. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The reporter indicated the presence of an opacity in the central optic zone of the lens. There was no foreign material observed in the optic material. The optic has multiple areas of damage. Due to the extensive torn/split/cracked damage and optic torn into pieces through the central optic zone, the reported central optic zone opacity cannot be confirmed. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. (B)(4).

Event description:
A nurse reported an iol with a defect or opacity inside of the lens during an intraocular lens (iol) implant procedure. The lens had to be cut into two pieces and removed during the initial procedure. The patient had a history of weak zonules; therefore, during the removal of the iol, the capsular bag ruptured, causing vitreous to enter into the anterior chamber. A vitrectomy was performed and a different type of lens was implanted.